Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilation. During the procedure, the middle part of the balloon ruptured upon initial inflation at 6 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.